Event description:
Additional information received reported that the patient's leads were replaced on (B)(6) 2012. It was stated that both leads had migrated up approximately 2 cm from the original position. The reporter stated that the revision went well without incident. It was stated that the lead placement and intraoperative testing were good. It was noted that the locks appeared to be closed, but with gentile traction, you could pull the lead even with the cap on. The patient outcome was unknown. Any additional information received will be included in supplemental report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient had x-rays and it showed no apparent problems with leads, extensions or implantable neurostimulator (ins) wires or connections. The x-rays did show however that one of the leads had moved up approximately 1+ cm. The original post-op CT showed both leads with good placement. The cause of the lack of therapeutic effect was potentially on the side that had moved, but not on the other side. The doctor told the patient that the lead needed to be replaced and that at the same time all components would be replaced. The patient was considering the reoperation. The patient's outcome was unknown. Additional information was requested, but was not available at the time of this report.

Event description:
It was reported that the patient had a loss of efficacy, which was unrelated to stimulation therapy. Unilateral stn (subthalamic nucleus) for pd (parkinson's disease) with no response since implant. The device was interrogated at 3v and found the following impedances: c/0 877 ohms; c/1 800 ohms; c/2 837 ohms; c/3 877 ohms; 0/1 954 ohms; 0/2 1207 ohms; 0/3 1327; 1/2 953 ohms; 1/3 1195 ohms; 2/3 1018 ohms. The device was programmed at 3v/120 pw/0+1-2+/180 rate and 654 ohms, 4.95ma. The following right impedances were also found: c/8 943 ohms; c/9 877 ohms; c/10 807 ohms; c/11 730 ohms; 8/9 557 ohms; 8/10 1470; 8/11 1428 ohms; 9/10 1243 ohms; 9/11 1241 ohms; 10/11 1058 ohms, done at 3 v, programmed with guarded cathode as well, 857 therapy impedance, 3.42ma. Programmed all combinations inclusive of each individual contact against the case with no therapy and no side effects, even at 10v. There was some variat ion with repeated impedances but nothing significant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type lead. (B)(4).